Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb sagittal saw was overheating and kept running when no longer activated. As these events occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Upon disassembly for visual inspection the bearings were worn.

Event description:
It was reported that during routine maintenance conducted by a manufacturer field service technician at the user facility the remb sagittal saw was overheating and kept running when no longer activated. As these events occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.